Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the event may have occurred likely due to the following stress applied to insertion section: physical stress such as scrubbing, hitting insertion section. Chemical stress from reprocessing unrecommended in IFU (reprocessing manual). Stress from poor storage environment (in direct sunlight, at high temperature, in high humidity, or exposed to x-rays, ultraviolet rays, etc.). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated .in addition to the reportable malfunction documented in b5,the additional evaluation findings are follows: the bend angle in the up direction did not meet the specification due to wear of the angle wire ,the connecting tube was wrinkled, the connecting tube was dented, the scope connector was corroded, the light guide lens was cracked and the electrical -connector was corroded. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during device evaluation, bronchovideoscope exhibited connecting tube coating peeling (more than 1 mm2).the issue occurred during an unspecified diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.